Manufacturer narrative:
(B)(4).

Event description:
The patient later stated that doctors would not take her either because she was already implanted, or because ¿the rate of medication was way too high¿ she was told. They stated they were having a hard time as the current doctor would not give her oral medications even though she stated he had not decided if he will continue to work with her. The doctor stated they would not write prescriptions for oral medications for patients once they had released them. The patient stated the doctor was going to fill their oral medications and they sent a letter to the patient stating the patient had been discharged given only two weeks' notice. The doctor did not give oral medications to patients he had discharged, and they stated they did not have to continue to fill medications.

Event description:
It was reported previously that "the hcp noted that they were still investigating the cause of the patient¿s worsening pain symptoms". These ongoing patient event/symptoms/investigations were reported in MFR report # MDR-3004209178-2013-07576.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
After a patient's system replacement, it was reported that the patient had heard her pump "beep several times," but it did not show up in the logs. The patient did not know if that meant the pump was "fine" or if it was not showing that the alarm went off. The patient stated that they experienced excruciating pain, withdrawal type symptoms, sweating, and hot/cold/freezing sensations. The patient stated that it "ended up to be an underdose," and that her therapy had started "going downhill" a few weeks after her pump was implanted. The patient's healthcare provider (hcp) reported that a catheter dye study and pump rotor study were performed on (B)(6) 2013. The results were noted to be "normal". The patient's outcome was noted to have been a "non-serious injury/illness," and the hcp noted that they were still investigating the cause of the patient's worsening pain symptoms. No hospitalization was required. The medications used within the system were baclofen, bupivacaine, and dilaudid. No additional information was available at the time of this submission.

Manufacturer narrative:
Clinic visit exam date (B)(6) 2013 the (B)(4) complaint of worsening, significant pain, noting location of lower back, left lower sacrum and ¿all throughout the body.¿ the pain had worsened since the previous visit. The reason for visit was for follow up evaluation and to discuss medications. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, electric shock, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as ¿a 5 this is 9¿ on a visual analog scale of 1-10 with medications, it was unclear what was meant by this. The duration was noted ¿pain since (B)(6) 1999.¿ pain was constant. The patient experienced significant pain despite pain management treatment. The reason for visit was for follow up evaluation and to discuss medications. It was noted that the patient had not yet scheduled the pump and catheter revision surgery and had not noticed any change since decreasing the rate of the pump at the last visit. Medications include lortab, dilaudid, valium, cymbalta, nucynta, hydrochlorothiazide, lidoder patch, ¿dr. Patch,¿ and keflex. It was noted that the patient hadn¿t continued constipation and later in the same clinic note it said ¿adverse event: constipation,¿ it was unclear if constipation was an ongoing, intermittent issue or current. Odi score (B)(4). Genetic testing results: rapid metabolizer for methadone, which the hcp noted and stated they would avoid that medication in the future, slow metabolizer of fentanyl, normal opioid metabolizer. Pertinent positives from the review of systems included joint pain, limited joint movement, spine pain, muscle pain, swelling, cold hands or feet, leg or foot cramps, numbness in arms legs, hands or feet, anxiety, awaken early morning, light headedness, loss of balance, muscle weakness, anxiety, daytime drowsiness, sleep continuity disturbances, trouble falling asleep, trouble staying asleep, fatigue and depression. Bp 126/83. Pulse 91. O2 sat 97. Physical exam revealed the patient was awake; alert, with normal speech, her affect was ¿appropriate.¿ gait was ¿normal,¿ no assistive devices were used. No lower extremity edema. Discussion included that the patient continued to experience significant pain. Regarding the pump rate decrease that was done at the previous visit the patient did not notice any difference in pain relief. She wished to continue decreasing the pump rate, and it was noted that the rate was ¿again¿ decreased by 17% at the (B)(6) 2013 visit. It was noted that the patient and hcp discussed rescheduling the pump and catheter revision surgery ¿again.¿ the patient had chronic thoracic spine pain which the hcp believed to be related to a different medical device, the patient was referred for evaluation and possible removal of that unrelated device. Oral dilaudid was discontinued. Keflex was discontinued. The patient was to return to the clinic in two weeks. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint of worsening, significant pain ¿all throughout the body.¿ it was then noted that her pain was moderately well managed with the pump and medication regimen. The reason for visit was for follow up evaluation and to discuss medications. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, electric shock, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as an 8 on a visual analog scale of 1-10. The duration was noted ¿pain since (B)(6) 1999.¿ pain was constant. The patient experienced constipation, sedation and significant pain despite pain management treatment. The reason for visit was for follow up evaluation and to discuss medications. Odi score (B)(4). Pertinent positives from the review of systems included joint pain, limited joint movement, spine pain, muscle pain, swelling, cold hands or feet, leg or foot cramps, numbness in arms legs, hands or feet, anxiety, awaken early morning, light headedness, loss of balance, muscle weakness, anxiety, daytime drowsiness, sleep continuity disturbances, trouble falling asleep, trouble staying asleep, fatigue and depression. Weight (B)(6) pounds. Bp 145/95. Pulse 88. O2 sats 96. Physical exam revealed the patient was awake; alert, with normal speech, her affect was ¿appropriate.¿ gait was ¿normal,¿ no assistive devices were used. No lower extremity edema. Discussion included chronic pain symptoms and an alternative, non-infusion related therapy. The infusion rate was decreased by 16% that day. The patient wished to ¿hold off¿ on revision of the pump and catheter ¿for now.¿ the patient was to return to the clinic in two weeks. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint of persistent pain ¿all throughout the body,¿ noting location ¿in her back¿ and ¿pain due to fibromyalgia.¿ it was then noted that her pain was moderately well managed with the pump and medication regimen. The reason for visit was for follow up evaluation and to discuss medications. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, electric shock, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as a 7 on a visual analog scale of 1-10. The duration was noted ¿pain since (B)(6) 1999.¿ pain was constant. The patient experienced constipation and sedation. There was moderate improvement in analgesia with the pump and medication. The reason for visit was for follow up evaluation and to discuss medications. Odi score (B)(4). Pertinent positives from the review of systems included joint pain, limited joint movement, spine pain, muscle pain, swelling, cold hands or feet, leg or foot cramps, numbness in arms legs, hands or feet, anxiety, awaken early morning, light headedness, loss of balance, muscle weakness, anxiety, daytime drowsiness, sleep continuity disturbances, trouble falling asleep, trouble staying asleep, fatigue and depression. Weight (B)(6) pounds. Bp 132/83. Pulse 89. O2 sats 94. Physical exam revealed the patient was awake; alert, with normal speech, her affect was ¿appropriate.¿ gait was ¿normal,¿ no assistive devices were used. The device was read, no changes were made. The patient was to return to the clinic in two weeks. Clinic visit exam date (B)(6)2013 the (B)(4) complaint of significant pain, noting location in mid back, lower back and shoulders. It was then noted that her pain was moderately well controlled with the pump and medication regimen. The reason for visit was for follow up evaluation and to discuss medications. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, electric shock, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as a 7 on a visual analog scale of 1-10. The duration was noted ¿pain since (B)(6) 1999.¿ pain was constant. The patient experienced constipation and sedation. There was moderate improvement in analgesia with the pump and medication. The reason for visit was for follow up evaluation and to discuss medications. Odi score (B)(4). Pertinent positives from the review of systems included joint pain, limited joint movement, spine pain, muscle pain, swelling, cold hands or feet, leg or foot cramps, numbness in arms legs, hands or feet, anxiety, awaken early morning, light headedness, loss of balance, muscle weakness, anxiety, daytime drowsiness, sleep continuity disturbances, trouble falling asleep, trouble staying asleep, fatigue and depression. Weight (B)(6) pounds. Bp 132/89. O2 sats 94. Physical exam revealed the patient was awake; alert, with normal speech, her affect was ¿appropriate.¿ gait was ¿normal,¿ no assistive devices were used. Discussion between the patient and the hcp included replacing the current pump versus explanting the pump completely. It was noted that the patient was ¿undecided¿ at that point. The pump infusion rate was decreased, at the patient¿s request. A urine toxicology test was obtained that day. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint of worsening pain, noting location in upper back, lower back, groin and bilateral leg, noting the pain worsened after having the pump rate decreased at the previous visit. The reason for visit was for follow up evaluation and to discuss medications. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, electric shock, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as an 8 on a visual analog scale of 1-10. The duration was noted ¿pain since (B)(6) 1999.¿ pain was constant. The patient experienced constipation and sedation. There was moderate improvement in analgesia with the pump and medication. The reason for visit was for follow up evaluation and to discuss medications. Odi score (B)(4). Pertinent positives from the review of systems included joint pain, limited joint movement, spine pain, muscle pain, swelling, cold hands or feet, leg or foot cramps, numbness in arms legs, hands or feet, anxiety, awaken early morning, light headedness, loss of balance, muscle weakness, anxiety, daytime drowsiness, sleep continuity disturbances, trouble falling asleep, trouble staying asleep, fatigue and depression. Weight (B)(6) pounds. Bp 124/90. Pulse 87. O2 sat 97. Physical exam revealed the patient was awake; alert, with normal speech, her affect was ¿appropriate.¿ gait was ¿normal,¿ no assistive devices were used. Discussion was about how the patient was experiencing worsening pain since having the infusion rate decreased at the previous visit. The infusion rate was increased 11% at the (B)(6) 2013 visit. The hcp asked the patient to make a decision regarding having the pump and catheter revised. The patient was to return to the clinic in two weeks. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint of worsening pain, noting location of head, upper back, mid back, lower back, bilateral elbow, inner bilateral thigh, bilateral knee and bilateral foot. The reason for visit was for follow up evaluation and to discuss medications. The patient had some constipation, itching and sedation secondary to the medications. She felt the nucynta was causing significant sedation. She was taking nucynta, lortab, valium, cymbata, hctz and lidoderm patches. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, electric shock, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as a 6 on a visual analog scale of 1-10. The duration was noted ¿pain since (B)(6) 1999.¿ pain was constant. There was moderate improvement in analgesia with the pump and medication. The reason for visit was for follow up evaluation and to discuss medications. Odi score (B)(4). Pertinent positives from the review of systems included joint pain, limited joint movement, spine pain, muscle pain, swelling, cold hands or feet, leg or foot cramps, numbness in arms legs, hands or feet, anxiety, awaken early morning, light headedness, loss of balance, muscle weakness, anxiety, daytime drowsiness, sleep continuity disturbances, trouble falling asleep, trouble staying asleep, fatigue and depression. Weight (B)(6) pounds. Bp 147/87. Pulse 91. O2 sats (B)(4). Physical exam revealed the patient was awake; alert, with normal speech, her affect was ¿appropriate.¿ gait was ¿normal,¿ no assistive devices were used. It was discussed that the patient had ¿continued severe pain.¿ the infusion rate was increased again at the (B)(6) 2013 visit. The nucynta was discontinued. And they discussed the options of revision of the pump and catheter. The patient was to return to the clinic in two weeks. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint of worsening pain, noting location of low back, sacrum, groin area, bilateral elbow, bilateral knee, fingers, hands and ¿joint pain.¿ the reason for visit was for follow up evaluation, medication refills, and to discuss pump increase. The patient had some constipation, secondary to the medications. She was taking lortab, valium, cymbata, hctz and lidoderm patches. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, electric shock, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as a 5-10 on a visual analog scale of 1-10. The duration was noted ¿pain since (B)(6) 1999.¿ pain was constant. There was moderate improvement in analgesia with the pump and medication. The reason for visit was for follow up evaluation and to discuss medications. Odi score (B)(4). Pertinent positives from the review of systems included joint pain, limited joint movement, spine pain, muscle pain, swelling, cold hands or feet, leg or foot cramps, numbness in arms legs, hands or feet, anxiety, awaken early morning, light headedness, loss of balance, muscle weakness, anxiety, daytime drowsiness, sleep continuity disturbances, trouble falling asleep, trouble staying asleep, fatigue and depression. Physical exam revealed the patient was awake; alert, with normal speech, her affect was ¿appropriate.¿ gait was ¿normal,¿ no assistive devices were used. They discussed the patient¿s ¿continued severe pain.¿ the infusion rate was increased at the (B)(6) 2013 appointment. The hcp asked the patient to make a decision regarding having the pump and catheter revised. The hcp ¿had a long and detailed discussion with her regarding the risks, benefits and options of revision of the spinal infusion pump and catheter¿ and included discussion of no revision. The patient was to return to the clinic in two weeks. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint of continued pain, noting location of left sacrum, ¿(B)(4) nerve,¿ fibromyalgia, low back, right sacral, mid back, knee pain, groin pain. The reason for visit was for follow up evaluation. The patient had some constipation, secondary to the medications. She was taking lortab, valium, cymbata, hctz and lidoderm patches. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, electric shock, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The pain ¿worsened by standing, but laying, twisting, bending, sitting, walking and running.¿ the patient had stopped most activities secondary to the pain. The severity was indicated as a 5-9 with medication and a 10++ without medication on a visual analog scale of 1-10. The reason for visit was for follow up evaluation. Odi score (B)(4). Pertinent positives from the review of systems included anxiety and depression. Urine drug testing was reviewed and showed evidence that her mediations were consistent. Bp 138/88. Pulse 92. O2 sat 97. Physical exam revealed the patient was awake; alert, with normal speech, her affect was ¿appropriate.¿ gait was ¿normal,¿ no assistive devices were used. The patient was not in current distress. There was mild lower extremity edema. The patient was restarted on nucynta. The patient was to return to the clinic in four weeks. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint of worsening, significant pain, noting location of head, bilateral shoulder, mid back, lower back, groin and bilateral knee. The reason for visit was for follow up evaluation. The patient had constipation and dry skin reported side effects with the medication regimen. She had significant function al limitations and remained minimally active at home. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, electric shock, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as a 7 on a visual analog scale of 1-10. The duration was noted ¿pain since (B)(6)1999.¿ pain was constant. There was significant pain despite having the pump and medications. The reason for visit was for follow up evaluation and to discuss medications. Odi score (B)(4). Physical exam revealed the patient was awake; alert, with normal speech, her affect was ¿appropriate.¿ gait was ¿normal,¿ no assistive devices were used. There was 1+ edema bilateral lower extremities. Bp 136/90. Pulse 85. O2 sats ¿978.¿ the device was refilled at the (B)(6) 2013 appointment and the rate was increased, there was a volume discrepancy. The arv of 1cc was less than the erv or 2.4cc, this discrepancy was within specifications. The patient and hcp discussed the worsening pain. It was noted that revision of the pump and catheter had been recommended to her ¿on multiple occasions,¿ it was further noted that the patient continued to refuse to have the pump revised. She was indicated for a CT (computerized tomography) scan of her thoracic spin for evaluation for her worsening mid back pain, burning, and itching. The patient was to return to the clinic in one week. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint of severe pain, noting location of head, neck, upper back, mid back, low back, bilateral elbow, bilateral hand, pelvic area, bilateral knee and bilateral foot. The reason for visit was for follow up evaluation, discuss medications and pump. She had significant function al limitations and reported mood changes, which the patient felt were due to the lortab as she had experienced a side effect with lortab in the past specifics on the previous side effect were not reported.. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, electric shock, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as a 7 on a visual analog scale of 1-10. The duration was noted ¿pain since (B)(6) 1999.¿ pain was constant. Odi score (B)(4). Pertinent positives from the review of systems included joint pain, limited joint movement, spine pain, muscle pain, anxiety, muscle weakness, increased stress, daytime drowsiness, fatigue, sleep continuity disturbances, trouble falling asleep, trouble staying asleep, and weight gain or loss. Weight (B)(6) pounds. Bp 136/82. Pulse 86. O2 sats 96. Physical exam revealed the patient was awake; alert, with normal speech, her affect was ¿appropriate.¿ gait was ¿normal,¿ no assistive devices were used. There was 1+ edema in bilateral lower extremities. It was noted that the device was refilled and there was a volume discrepancy identical to the one on (B)(6) 2013, arv 1cc, erv or 2.4cc. It is unclear if the device was in fact refilled on (B)(6) 2013 or if there was an error in the clinic notes. It was noted that the patient and hcp discussed her persistent pain symptoms. The patient continued to ¿refuse¿ to have her spinal infusion pump revised, noting that it ¿had been discussed with her on numerous occasions.¿ the pump was analyzed and was due for refill by (B)(6) 2013. The lortab was discontinued due to side effects. Percocet was restarted. A ¿compound cream for her chronic pain¿ was started, the specifics were not reported. The clinic notes report that the pump rate was increased but the attached pump readout with the same date say that no changes were made. The patient was to return to the clinic in one week. (B)(4).

Event description:
This event was also reported under manufacturer report #3004209178-2013-07576 [it was reported that the patient experienced "something like overdose symptoms" at night; she suddenly fell asleep while walking or sitting, and did not remember where she was or what was going on as to the current situation. The patient notified her physician of her experience and was scheduled for exploratory surgery. However, the patient&#38112;leg swelled, so she could not have the surgery. Due to the swelling, clonidine was added to the patient's pump, which seemed to work at first, but then in addition to swelling in her leg, the patient's feet became swollen. The clonidine in the patient's pump was then removed. Even absent the clonidine, the patient's swelling was unaffected. The patient was then prescribed "water pills." At some point the patient went to her family doctor who ran a urinalysis, which returned normal results. "Blood work" was also done, which showed the patient's liver to be "fine." Once the swelling went down, the patient was reportedly cleared for the surgery and had a pump refill scheduled for (B)(6) 2013. The patient underwent several tests to rule out other medical issues (specific information regarding tests and dates on which they occurred was not specified). The patient was on oral medication, such as demerol, and patches (neither specified) and still experienced pain. In approximately (B)(6) 2013, the patient underwent a pump study (type unspecified), which returned normal results. Nonetheless, the patient experienced a return of symptoms and expressed that she either had withdrawal or that she experienced extreme pain in "all different parts of [her] body" and got hot/cold, which were the same symptoms she experienced before she underwent pump replacement (reported in MFR report # 3004209178-2012-01613). The therapy "worked' for the first two weeks "great," but ever since it had been "horrible." The patient also reported an overdose feeling. Moreover, the patient made an "e,emergency visit" with her physician and the health care providers in her physician's office reportedly told the patient that the left side of her back was swollen and "spasmin." The swelling and spasms affected the whole left side of the patient from her neck to her left knee. The patient had "flexor patches" placed on her back. Patient took oral dilaudid, lortab, valium, anti-depressants (cymbalta, mobic), and lidoderm patches. Patient had "scoliosis starting." The patient was scheduled to see her physician on (B)(6) 2013. In addition to the symptoms, patient had heard the pump alarm on three separate occasions (dates not specified) and per the physician these occurrences pertained to the patient's catheter (reported in MFR report # 3004209178- 2013-01085). Telemetry of the pump had not yet been performed. The device system was used to deliver dilaudid, bupivacaine, and baclofen.]. Any additional information received will be reported under this manufacturer report number 3004209178-2013-01085. Additional information received reported that the patient heard the alarm, a single beep, beginning the night before the report was made ((B)(6) 2013) and had a return of symptoms, overdose, withdrawal. It was stated the "alarm goes off for no reason and when they go to refill the pump its not the right amount that is supposed to be in there and they are taking less out." The patient reported that they had called "in april about hearing alarms previously". The patient had been to the hcp (healthcare provider) the previous week for a refill. "They did a coloscopy test where they put the dye in there for the pump study and it showed up as normal and it's working fine and every time they check the alarm thing it says no alarm had gone off." It was noted that the patient went in for the tests " a couple of months ago," no date was provided and it was not clear if they had been done once or multiple times. The patient reported that she "will hear 3 or 4 then I won't hear it again for a month," noting "it's not consistent and there is no logic to it and it doesn't show an alarm when they checked the alarm." The reporter noted "we have been trying to replace it but [the patient] had medical problems and [her] legs swelled and now this recall thing." It was not clear if the "medical problems" and leg swelling were related to the device or therapy. The device system was used to infuse bupivacaine, baclofen and dilaudid. The patient was going to see her doctor the same day as the report was made. Additional information received contained clinic visit notes and pump report printouts from dates as follows: clinic visit exam date (B)(6) 2012 the (B)(4) complaint was of head, upper back, mid back, right elbow, fingers, bilateral buttock, bilateral knee and bilateral foot pain. The quality of pain described as burning, heavy, sharp, tingling, electric shock, throbbing, stabbing, gnawing, annoying, tiring, shooting, dull ache, cramping, punishing, cruel and exhausting. The severity was not indicated. The duration was noted "pain since (B)(6) 1999." The timing of the pain was noted as "constant." The reason for visit was for follow up evaluation. The patient continued to experience significant pain, worsening pain "over the past couple of months." She had "not yet had the pump study." The patient also experienced constipation and sedation. It was noted "improved pain control with the pump and medications." Oswestry disability index (odi) score of (B)(4). "The oswestry index (odi) has become one of the principal condition specific outcome measures used in the management of spinal disorders. It has been validated and is a useful measure of outcome. (Spin 2000 nov. 1;25(21):2846-52) the odi score of 0-4 indicates do disability, 5-14 mild disability, 15-24 moderate disability, 25-34 severe disability, greater than 34 complete disability.&#55312;ast history included back disease, anemia, arthritis, decreased enjoyment in life, lost height, decrease in strength and/or endurance, sad and/or grumpy. "Pertinent positives" from review of systems includes joint pain, limited joint movement, muscle pain, muscle weakness, anxiety, depression, daytime drowsiness, fatigue, sleep continuity disturbances, snoring, trouble falling asleep and trouble staying asleep. Blood pressure (bp) 125/80, pulse 82, oxygen saturation (o2 sat) 96, height (B)(6) inches, weight (B)(6) pounds. Physical exam revealed patient awake, alert, "with normal speech and affect." Gait was "normal," no assistive devices were used. There was "no evidence of symptom magnification." Multiple surgical scares noted on spine. The patient and healthcare provider (hcp) discussed the patient's worsening pain symptoms, noting that the patient had not had the pump study which had been recommended for evaluation of proper pump function. It was scheduled for (B)(6) 2012, the patient was advised to keep the appointment, it was stated that patient understood. The pump was refilled with hydromorphone, bupivacaine and baclofen at the appointment (B)(6) 2012 and continued at the same rate. Her "other medications" were also continued. The patient was taking medications as follows: cymbalta oral, mobic oral, demerol oral, valium oral, percocet oral, lidoderm patch external. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint was of head, cervical, thoracic, lumbar, bilateral elbows, fingers, bilateral buttock, bilateral knee and bilateral foot pain. The quality of pain described as burning, heavy, sharp, tingling, electric shock, throbbing, stabbing, gnawing, annoying, tiring, pins/needles, shooting, dull ache, cramping, punishing, cruel and exhausting. The severity was not indicated. The duration was noted "pain since (B)(6) 1999." The timing of the pain was noted as "constant.'" Pain was constant and "poorly controlled." The reason for visit was for follow up evaluation. It was noted that patient canceled the scheduled pump study. Odi score (B)(4). The "pertinent positives" from review of systems included joint pain, limited joint movement, muscle pain, muscle weakness, anxiety, depression, increased stress, daytime drowsiness, fatigue, sleep continuity disturbances, snoring, trouble falling asleep and trouble staying asleep. Bp 132/83, pulse 86, o2 sat 98. Physical exam revealed the patient was awake, alert with "normal" speech, appeared depressed, normal gait, no assistive devices used. There was "no evidence of symptoms magnification." Multiple surgical scars on spine. It was noted that the patient's pain was "poorly controlled with the pump and medication regimen." The patient was advised to reschedule the pump study appointment to evaluate proper functioning of the pump and catheter. It was noted that the patient understood. Pump was analyzed and was due for refill by (B)(6) 2013. The plan was to wean demerol and the percocet was switched to "plain oxycodone 15mg to provide better control of her pain." A urine toxicology test "was indicated for evaluation of compliance with the narcotic contract." The patient was to return to the clinic in four weeks. Clinic note from (B)(6) 2013 additional information received reported that a spinal infusion pump and dye study with fluoroscopy was done on (B)(6) 2013. Rotor movement was noted. No abnormal findings were reported. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint was of worsening pain symptoms, noting location of sacrum, left leg, pump area, mid back, low back, neck and shoulders. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, annoying, tiring, dull ache, cramping, punishing, and exhausting. The severity was indicated as a 6 on a visual analog scale of 1-10. The duration was noted "pain since (B)(6) 1999." Pain was constant and "poorly controlled." The reason for visit was for follow up evaluation. The patient was unable to tolerate oxycodone due to causing stomach upset. The patient had significant pain despite pain management treatment. Odi score (B)(4). Pertinent positives for review of systems included joint pain, numbness, muscle pain, leg or foot cramps and awaken in the early morning. Bp 136/87. Pulse 77. O2 sat 98. Physical examination revealed the patient was awake, alert with normal speech. She appeared depressed. Gait was normal, no assistive devices were used, and there was "no evidence of symptoms magnification." There were multiple surgical scars, the port was directly under scare tissue. The hcp and patient discussed her "worsening symptoms." The results of her pump study showed a normal functioning pump and catheter. They were going to use ultrasound guidance that day because the port was directly under scar tissue. The plan was to add clonidine at the next pump refill to help with pain control. The oxycodone was discontinued due to intolerable side effects. The patient was started on lortab as she had taken it "in the past without difficulty," specifics were not reported. The plan was to continue weaning demerol. The patient was to return to clinic in four weeks. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint was of worsening pain symptoms, noting location of sacrum, left leg, pump area, mid back, low back, neck and bilateral shoulder. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, and exhausting. The severity was indicated as a 9 on a visual analog scale of 1-10. The duration was noted "pain since (B)(6)1999." Pain was constant and "poorly controlled." The patient experienced constipation, itching and sedation and significant pain despite pain management treatment. The reason for visit was for follow up evaluation. Odi score (B)(4). Pertinent positive findings from the review of systems included sleep continuity disturbance, cold hands and feet, joint pain, limited joint movement, muscle pain, numbness, muscle weakness, daytime drowsiness, fatigue, snoring, trouble falling asleep, trouble staying asleep, leg or foot cramps and awaken early in the morning. B/p 130/84. Pulse 87. O2 sat 96. Physical examination findings revealed the patient was awake, alert, with normal speech, her affect was "appropriate." Gait was "normal," no assistive devices were used. There was no evidence of symptom magnification. There were multiple spinal surgical scars. The patient and the hcp discussed the patient's worsening pain symptoms. The pump was filled under ultrasound guidance because the port was directly under scare tissue. The plan was to continue weaning demerol, continue lortab, "sip" spinal implanted pump?) Was analyzed and reprogrammed, increased infusion rate by 6%. A lab panel to include thyroid function studies. Added lyrica oral, clonidine was to be added at the next refill and was ordered, started vitamin d 4,000 units per day. The patient was to return to the clinic in one week. The "utd" (urinary drug test?) Showed low specific gravity of 1.003. She had low specific gravities in the past, it was noted that the udt was consistent with the prescription medications. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint was of worsening pain symptoms, noting location of left flank area, mid back and pump area. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as a 9 on a visual analog scale of 1-10. The duration was noted "pain since (B)(6) 1999." Pain was constant and "poorly controlled." The patient experienced constipation, itching and sedation and significant pain despite pain management treatment. The reason for visit was for follow up evaluation. Odi score (B)(4). Pertinent positives from the review of systems included sleep continuity disturbance, cold hands and feet, joint pain, limited joint movement, muscle pain, numbness, muscle weakness, daytime drowsiness, fatigue, snoring, trouble falling asleep, trouble staying asleep, leg or foot cramps and awaken early in the morning. Bp 148/93. Pulse 90. O2 sat 98. Physical exam revealed the patient was awake; alert, with normal speech, her affect was "appropriate." Gait was "normal," no assistive devices were used. There was no evidence of symptom magnification. There were multiple spinal surgical scars. The thoracic spine showed "well healed" midline scare with left paraspinal muscle tenderness. Multiple lumbar scars "well healed." The patient and the hcp discussed the patient's worsening pain symptoms. The pump was refilled successfully under ultrasound guidance due to the port directly under scare tissue. Clonidine was added to the infusion pump, to include also hydromorphone, bupivacaine and baclofen. The pump was analyzed and reprogrammed. The patient was to return to the clinic in one week. The logs and clinic notes have the date of (B)(6) 2013 noted, however a handwritten note on the pump printout say "filled (B)(6) 2013," it is unclear if that was a "typo" or not. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint was of "worsening pain in ankles and feet (swelling)" and bilateral lower extremity edema. Adding the location of pain was left flank area, mid back and pump area. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as a 9 on a visual analog scale of 1-10. The duration was noted "pain since (B)(6) 1999." Pain was constant and "poorly controlled." The patient experienced sedation and significant pain despite pain management treatment. The reason for visit was for follow up evaluation. "Lab panel review showed normal testes except for eosinophilia." Odi score (B)(4). Pertinent positives from the review of systems included sleep continuity disturbance, cold hands and feet, joint pain, limited joint movement, muscle pain, numbness, muscle weakness, daytime drowsiness, fatigue, snoring, trouble falling asleep, trouble staying asleep, leg or foot cramps and awaken early in the morning. Bp 137/83. Pulse 68. O2 sats 100. Physical exam revealed the patient was awake; alert, with normal speech, her affect was "appropriate." Gait was "normal," no assistive devices were used. There was no evidence of symptom magnification. Bilateral pedal edema and purplish discoloration. The patient and the hcp discussed the patient's worsening pain symptoms. The patient was started on hctz (hydrochlorothiazide) for the pedal edema and the plan was to discontinue the clonidine at the next refill. The plan was for the patient to return to the clinic in one week. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint was of worsening pain symptoms, severe and intractable pain, noting location of back, hips, feet, bilateral flank, elbows, fingers and groin and bilateral lower extremity edema, which was "not as severe." The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as a 9 on a visual analog scale of 1-10. The duration was noted "pain since (B)(6) 1999." Pain was constant and "poorly controlled." The patient experienced sedation and significant pain despite pain management treatment. The reason for visit was for follow up evaluation. Odi score (B)(4). Pertinent positives from the review of systems included depression. Physical exam revealed the patient was awake; alert, with normal speech, her affect was "appropriate." Gait was "normal," no assistive devices were used. There was no evidence of symptom magnification. Bilateral pedal moderate edema and purplish discoloration. The pump was refilled with hydromorphone, bupivacaine and baclofen, the clonidine was discontinued at that appointment under ultrasound guidance because the port was directly under scar tissue. The plan was to continue hctz for pedal edema, increase dilaudid for breakthrough pain and a pump study. The patient was to return to the clinic in one week. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint was of worsening pain symptoms all throughout the body, and bilateral lower extremity edema, the edema had improved with the removal of clonidine but was persistent. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as a 8 on a visual analog scale of 1-10. The duration was noted "pain since (B)(6)1999." Pain was constant and "poorly controlled." The patient experienced constipation and significant pain despite pain management treatment. The reason for visit was for follow up evaluation and pump refill although there was no evidence that a refill occurred at that appointment. Odi score (B)(4). Pertinent positives from the review of systems included joint pain, limited joint movement, spine pain, muscle pain, swelling, cold hands or feet, leg or foot cramps, numbness in arms/ legs, hands or feet, anxiety, awaken early morning, fatigue and depression. Physical exam revealed the patient was awake; alert, with normal speech, her affect was "appropriate." Gait was "normal," no assistive devices were used, bilateral pedal mild edema. The patient had noticed increased abdominal girth, her abdomen was nontender but distended, and the hcp "could not detect any hepatosplenomegaly." A CT (computerized tomography) of the abdomen was ordered, there were no reported results. Discussion included that the patient was indicated for revision of catheter and "possibly" spinal infusion pump. The hcp "had a long and detailed discussion with the patient regarding the proposed pain management procedure and treatment plan," although the specific treatment plan was not stated in the "discussion" section of the clinic notes. It was also stated that "the patient understood and accepted the proposed pain management procedure(s)." The plan was to continue hctz for pedal edema, refill current medications, revision of spinal infusion pump, discontinue mobic and start aleve otc. The patient was to return to the clinic in one week. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint was pain, noting location of mid back, low back, sacrum and lower extremity pain, it was later stated in the clinic notes from the same visit that the pain was located "entire body." The patient followed up with her primary doctor regarding the persistent edema in her lower extremities. She had blood work and was to undergo ultrasound for evaluation, it was not noted when those diagnostics were to occur. The pain was moderately well controlled with the pump and oral medication regimen. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as an 8 on a visual analog scale of 1-10. The duration was noted "pain since (B)(6) 1999." Pain was constant. The patient experienced constipation and significant pain despite pain management treatment. The reason for visit was for follow up evaluation and pump refill, although there was no evidence that a refill occurred at that appointment. Odi score (B)(4). Pertinent positives from the review of systems included joint pain, limited joint movement, spine pain, muscle pain, swelling, cold hands or feet, leg or foot cramps, numbness in arms legs, hands or feet, anxiety, awaken early morning, fatigue and depression. Physical exam revealed the patient was awake; alert, with normal speech, her affect was "appropriate." Gait was "normal," no assistive devices were used and bilateral lower extremity edema. The discussion section noted that the patient had decided to postpone the pump procedure which was discussed at the last visit. The pump was analyzed at the current visit and was due to be refilled by (B)(6) 2013. No changes were made. They discussed a referral to the (B)(4) clinic for evaluation, the patient deferred. The patient was to return to the clinic in two weeks. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint was significant pain, had worsened since previous visit, noting location of back, left leg, right knee and elbows, and continued right ankle swelling. She was taking hctz for the edema. It was later stated in the same clinic note that the pain was moderately well controlled with the pump and oral medication regimen. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as a 10 on a visual analog scale of 1-10. The duration was noted "pain since (B)(6) 1999." Pain was constant. The patient experienced constipation, sedation and significant pain despite pain management treatment. The reason for visit was for follow up evaluation and pump refill. Odi score (B)(4). Pertinent positives from the review of systems included joint pain, limited joint movement, spine pain, muscle pain, swelling, cold hands or feet, leg or foot cramps, numbness in arms legs, hands or feet, anxiety, awaken early morning, fatigue and depression. Bp 152/96. Pulse 105. O2 sats 100. Physical exam revealed the patient was awake; alert, with normal speech, her affect was "appropriate." Gait was "normal," no assistive devices were used. There was mild right lower extremity edema, negative homan's sign. A refill was performed at that clinic visit, with hydromorphone, baclofen and bupivacaine. There was a discrepancy between the actual residual volume (arv) of 7.5mls which was less than the expected residual volume (erv) of 9.7ml, the discrepancy was within specifications. The plan was to refill the dilaudid, cymbalta and mobic. Nucynta for perioperative pain. It was also planned to replace the spinal infusion pump and catheter. The patient was to return to the clinic in two weeks. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint of pain throughout body. The reason for visit was for follow up evaluation and discuss medication regimen. The patient stated that it was not discussed at the clinic visit two days prior that she was to stop the lortab and valium. The patient noted that she was going through withdrawal now that she had discontinued those medications. The patient spoke to the hcp the morning of the clinic visit and was advised to return to the clinic and get refills of those medications. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as an 10 on a visual analog scale of 1-10. The duration was noted "pain since (B)(6)1999." Pain was constant. The patient experienced constipation, sedation and significant pain despite pain management treatment. The reason for visit was for follow up evaluation and pump refill. Odi score (B)(4). Pertinent positives from the review of systems included joint pain, limited joint movement, spine pain, muscle pain, swelling, cold hands or feet, leg or foot cramps, numbness in arms legs, hands or feet, anxiety, awaken early morning, light headedness, loss of balance, muscle weakness, sleep continuity disturbances, trouble falling asleep, trouble staying asleep, fatigue and depression. Weight (B)(6) pounds. Bp 163/85. Pulse 94. O2 sats 97. Physical exam revealed the patient was awake; alert, with normal speech, her affect was "appropriate." Gait was "normal," no assistive devices were used. There was mild right lower extremity edema. Discussion included the patient was going through withdrawal as a result of being taken off lortab and valium two days prior. The patient was given a two week supply of both "to last until her next appointment," she was scheduled to have the pump revision surgery the week following (B)(6) 2013. The patient was to return to the clinic in two weeks. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint of worsening pain, noting location of low and left sacral, back, mid back, lower back, left leg, knees, fingers, elbows and feet. The pain had worsened since the previous visit. The reason for visit was for follow up evaluation and to discuss medications. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as a 7 on a visual analog scale of 1-10. The duration was noted "pain since (B)(6) 1999." Pain was constant. The patient experienced constipation, sedation and significant pain despite pain management treatment. The reason for visit was for follow up evaluation and pump refill. Odi score (B)(4). Pertinent positives from the review of systems included joint pain, limited joint movement, spine pain, muscle pain, swelling, cold hands or feet, leg or foot cramps, numbness in arms legs, hands or feet, anxiety, awaken early morning, light headedness, loss of balance, muscle weakness, anxiety, daytime drowsiness, sleep continuity disturbances, trouble falling asleep, trouble staying asleep, fatigue and depression. Bp 159/90. Pulse 99. O2 sats 98. Physical exam revealed the patient was awake; alert, with normal speech, her affect was "appropriate." Gait was "normal," no assistive devices were used. No lower extremity edema. Discussion included medication review and reconciliation, the patient was indicated for revision of the spinal infusion pump and catheter, there was evidence of abnormal function with discrepancies of volume, as noted above. The infusion dilaudid was decreased, the hcp was "considering" opiate hyperalgesia as a possible cause for the chronic pain. The patient was to return to the clinic in two weeks. Clinic visit exam date (B)(6) 2013 the (B)(4) complaint of worsening, significant pain, noting location of lower back and "all throughout the body." The pain had worsened since the previous visit. The reason for visit was for follow up evaluation and to discuss medications. The quality of pain described as burning, heavy, sharp, tingling, throbbing, gnawing, electric shock, annoying, tiring, pins/needles, shooting, dull ache, cold hot, cramping, punishing, cruel and exhausting. The severity was indicated as an 8 on a visual analog scale of 1-10. The duration was noted "pain since(B)(6) 1999." Pain was constant. The patient experienced constipation and significant pain despite pain management treatment. The reason for visit was for follow up evaluation and to discuss medications. It was noted that the patient had not yet scheduled the pump and catheter revision surgery and had not noticed any change since decreasing the rate of the pump at the last visit. Odi score (B)(4). Pertinent positives from the review of systems included joint pain, limited joint movement, spine pain, muscle pain, swelling, cold hands or feet, leg or foot cramps, numbness in arms legs, hands or feet, anxiety, awaken early morning, light headedness, loss of balance, muscle weakness, anxiety, daytime drowsiness, sleep continuity disturbances, trouble falling asleep, trouble staying asleep, fatigue and depression. Bp 137/86. Pulse 81. O2 sats 97. Physical exam revealed the patient was awake; alert, with normal speech, her affect was "appropriate." Gait was "normal," no assistive devices were used. No lower extremity edema. Discussion included the patient continued to experience significant pain, regarding the pump rate decease at the previous appointment that patient did not notice any difference. The patient wished to continue decreasing the pump rate. Regarding the scheduling of the pump and catheter revision, the patient stated that she was not ready to schedule and was considering having the pump explanted. The plan included reducing the infusion rate by 6% and to revise the pump and catheter. The patient was to return to the clinic in two weeks.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) /2013, a healthcare provider later reported that the patient cancelled/refused the scheduled pump replacement surgery three times on (B)(6) 2013. There was no evidence of a pump issue, but the doctor was recommending replacing just because of the patient's "constant complaints and allegations of the device". There had been slight variations between the actual residual volume (arv) and expected residual volume (erv) at refills, but they were within specifications (less than 2 ml). All tests were normal. The physician thought that it "may be opiate hyperalgesia caused by chronic pain". The patient had indicated in (B)(6) 2013 that they wanted to have the pump removed. They started to decrease the patient's dose, but the patient later changed their mind and decided to keep the pump so they started to increase the dose. It was noted that the clonidine was added for a short period (starting (B)(6) 2013) but was discontinued (ending (B)(6) 2013). There never was a resolve of symptoms since the original report in (B)(6) 2013. The patient was noted to have had a history of depression, they were a hypochondriac, and they had emotional issues since the death of their son last year. It was noted "this was when the patient started to complain about the device, shortly after the son's passing". The patient was referred to }"psychology" numerous times, but the patient cancelled/refused. The physician was considering discontinuing servicing the pump and managing the patient due to non-compliance. The patient was last seen for a refill on (B)(6) /2013, and they were due to be seen again on (B)(6) 2013 at which time their care with the office would be discussed and the status of continuation of care determined. On (B)(6) 2013 the patient reported that, after a pump replacement in (B)(6) 2012, the patient stated it then took six months to get the dose back up to where it was. They stated that the dose was titrated every two weeks. They stated they only had pain relief the first two weeks following the replacement, and then they were in pain again. Their hcp increased their oral medications but they were not helping. The patient later reported their "pump not working right". They reported the pump only worked for two weeks. They stated it took them a year to convince their hcp something was wrong. They stated the hcp checked the pump but found nothing wrong. They stated their hcp was recommending a pump replacement due to the discrepancy. The patient stated nothing made sense and reported they "understood everything was fine with the pump". They reported the pump study showed everything was fine, but stated they "felt like a jinx". As of (B)(6) 2013, the patient stated the hcp was reducing their current dose to replace the current pump. The hcp informed the patient that they would have no post-op medication due to the "government crackdown of prescriptions". The patient stated that in (B)(6) 2013 their legs suddenly swelled. They stated they thought the swollen legs were due to the clonidine that had been added to the pump a couple weeks before (B)(6) 2013. Their healthcare provider (hcp) did not agree, but they agreed to take out the clonidine. The patient stated it did not make a difference. Their family hcp felt the patient needed further testing to determine the cause of the swelling. Their kidney function was checked, and the patient reported they had a urinalysis and "diabetes or kidney problems were found". They were supposed to have an ultrasound to check their heart, but they did not have anything scheduled. The dose of the drug in the pump was 19.5 (units not provided) / day in march. They did not know any specific dose or concentration and stated it was a mixture of the drugs in a single syringe. They stated their hcp was trying to lower the dose and reported that currently (as of (B)(6) 2013) the pump dose was 11.7 (units not provided) / day. They stated they had a problem with their oral medication, nucynta; that it gave her a "foggy feeling", like she was an airhead and could not concentrate. The patient reported hearing a non-critical single toned alarm. They stated they were getting burning down her whole back and right side. They stated they felt the same burning when the needle was removed after a fill. The nurse explained "that was from a small amount of drug being on the end of the needle while it was being pulled out". They stated the feeling was not positionally related. The patient stated they went in for a follow-up after the CT scan was ordered (but before it was scheduled) and stated they were discharged on (B)(6) 2013. They stated the office manager came out to inform the patient while they were outside the office smoking that the patient was discharged. They stated they did not understand "the whole discharge thing" because they did not get any warning. They hcp responded by saying the government was coming down on prescribers and that was the only reason they were given. They stated th eir pump refill was due (B)(6), and seven oral prescriptions were due for a fill on (B)(6) 2013. The medications infused were bupivacaine, baclofen, and dilaudid.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient had pelvis problems. She had itching/burning on her upper scar at refills in august for 20-30 minutes before it went away. The patient was scheduled for a replacement of her pump in march, but her legs swelled the night before the surgery, so it was postponed. It was noted that the patient had an ultrasound and was on water pills. The patient was in withdrawal for all of april. The patient felt wide awake and then suddenly fell asleep. The patient heard an alarm, a "single beep" in the middle of the night. It occurred "every so often". At the time of this report, the patient did not have a follow-up physician. It was noted that the patient was on oral nucenta, percocet, valium and demerol. It was noted that the patient's previous follow-up physician "ruined 3 years of my life". It was later reported that the pump broke a year ago. The pump was supposed to be replaced in (B)(6) 2013 because of volume discrepancies. There were two times when they went to fill the pump and "it was a little off". The reporter did not know how much "it was off". However, "the last time it was off a lot, like 20". It was noted that the pump was filled every 2 months, so the volume discrepancies "maybe" happened in (B)(6) 2012 and (B)(6) 2013. In (B)(6) 2013, a couple of days before the pump was supposed to be replaced, the patient's legs swelled up from the knee down. The bottoms of the patient's feet were purple and it was unknown why. The patient saw her family hcp and he did not want the patient to have the pump replacement surgery. At the time of this report, the patient's legs still swelled and she had been on "water pills" since (B)(6) 2013. It was noted that the hcp was not going to be able to give the patient post-operative pain pills in (B)(6) 2013, so they started lowering the pump so she wouldn't go through withdrawal. It was also reported that the patient was to run out of medication on (B)(6). The patient was having a hard time finding a hcp because she was having problems with her pump. The patient was in "so much pain it is unbelievable". The patient had been in pain for 14 years.